Manufacturer narrative:
(B)(4). The results of the analysis performed on the log files concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Following a pulmonary vein isolation procedure, a pericardial effusion occurred. At the conclusion of the procedure, after ablating along the cavotricuspid isthmus with a tacticath quartz ablation catheter, fluoroscopy revealed reduced cardiac motion. An ultrasound revealed a pericardial effusion, for which a pericardiocentesis was performed and protamine was administered, which stabilized the patient. The patient was admitted overnight for observation with a pericardial drain in place. There were no reported performance issues with the tacticath quartz ablation catheter.